Event description:
The consumer reported false positive results with the binaxnow covid-19 antigen self-test performed on two dates using two lots with the kit swab and a nasal sample. This MFR. Report addresses test one (1) of two (2). The consumer reported taking the test on (B)(6) 2022 and getting a faint sample line (positive), but had isolated for two weeks with no symptoms. Confirmation testing was performed the same day using an ihealth test and generated a negative result. The customer confirmed there was no impact or treatment done.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Please reference all related MFR. Report numbers: 1221359-2022-03421.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 180685 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195- 100 / lot 180685 and device part number 195-430h / lot 178467. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.

Manufacturer narrative:
This supplemental report is being submitted to provide the corrected information for the investigation conclusion. The information submitted under supplemental report one (1) was for MFR report number 1221359-2022-03421, but was inadvertently submitted under 1221359-2022-03420. Corrected fields and investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 172637 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195- 160 / 195-260 / lot 172637 and device part number 195-430h / lot 164557. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.